Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, patient's mother was unable to locate sensor wire. Patient's mother claimed that sensor wire could have remained in insertion site. Patient's mother reported patient was experiencing no discomfort. No medical intervention was necessary.